Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown at the time of incident. Customer reported that insulin pump fell and it popped open and a silver strip is hanging out, the case popped open. Customer reported that blood glucose was high. Customer reported that there is a piece sticking out and the bottom also popped out. Customer reported that when she was punching in her numbers, the meter was not reading it right, the meter was not sending reading to insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device communicated properly and recorded the 107 mg/dl value properly from glucose meter. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads. (B)(4).